Manufacturer narrative:
On 10-nov-2025, bwi received additional information indicating that the patient's passing did not involve the bwi devices used in their procedure. The subject fell off his bicycle, presumably due to polymorphic non-sustained vt (ventricular tachycardia) lasting approximately 3 seconds. The patient then suffered from a cerebral bleeding on d32 after ablation ((B)(6) 2025). Surgery was performed by insertion of an external cerebral ventricular drainage system. Outcome of the event was fatal, and subject passed away on d47 post ablation procedure ((B)(6) 2025). However, the site has assessed the event as not related to bwi devices and procedures. The first three months post-ablation are typically considered a "blanking period," during which arrhythmias (mostly atrial) are common and often resolve spontaneously as the heart tissue heals, and is not considered a product or procedure failure. The comorbidities that predisposed the patient to this type of event of polymorphic non-sustained vt consisted of congestive heart failure (nyha ii ¿ controlled), vascular disease (pci (B)(6) 2023), systemic hypertension, non-ischemic cardiomyopathy, ICD implanted in (B)(6) 2017, and copd gold ii. The event does not meet the criteria for reporting, since the event occurred during the blanking period, and the patient had comorbidities that predisposed the event of polymorphic non-sustained vt. The patient expired of complications that occurred after falling from his bicycle causing cerebral bleed that was not associated with the procedure or bwi devices. This event is not FDA-reportable. No further reports will be sent for this event. Manufacturer's reference number: (B)(4).

Event description:
It was reported in a bwi-sponsored clinical study that a patient underwent an atrial fibrillation ablation procedure with a 8.5 fr varipulse catheter and on (B)(6) 2025, patient experienced intracranial bleed after ablation, resulting in patient death. The relationship with the ablation catheter is not related. The relationship with the index study procedure is not related. The surgery involved insertion of an external cerebral ventricular drainage system. Ablation were performed in lcpv (left common pulmonary vein), ripv (right inferior pulmonary vein), rspv (right superior pulmonary vein), and la (left atrium) roof. Approximately two weeks after the procedure, on (B)(6) 2025, the patient expired.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).